Event description:
Reference number (B)(4). Event occured in the united states. The patient experienced a severe hypoglycemic event that required immediate medical attention. On (B)(6) 2025, their blood glucose level dropped dangerously low to 25 mg/dl, necessitating hospitalization. The patient was admitted to the hospital, where they received treatment for less than 24 hours. During their time in the hospital, the primary method of treatment was the administration of intravenous (IV) drips. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions - h11: investigation summary: complaint investigation results: a complaint investigation has been initiated for record complaint (B)(4) on 10-jul-2025. Device history record (DHR) review: the lot 5420046 manufactured according to the document version 82 on 03-jun-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded trending: a query was run in database on 09/jul/2025 against malfunction code no malfunction based on complaint information ,harm code signs of untreated hypoglycaemia that patient is unable to self-manage requiring intervention by an health care provider (hcp) or requires emergency advanced life support to prevent permanent organ damage and lot 5420046 and 05 complaint has been registered in databse for the same lot, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm codeand malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated for record (B)(4) on 10-jul-2025. Device history record (DHR) review: the lot 5420046 was manufactured according to the work instruction (wi) version 74 on 06-mar-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded trending: a query was run in database on 09-jul-2025 against harm code no malfunction based on complaint information, malfunction code no malfunction describe and lot 5420046 and 05 complaint has been registered in database for the same lot, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.